Event description:
It was reported that the patient experienced aortic insufficiency and cardiac arrest. A 25mm acurate neo valve was advanced over an amplatz wire to the native aortic valve for treatment. The acurate neo valve was implanted followed by hemodynamic instability and grade 4 aortic insufficiency (ai). The patient went into cardiac arrest and resuscitation was performed. Once the heart rate was regained, post dilation was performed with a 25mm non-bsc balloon. The grade 4 ai continued. The amplatz wire was blocking a leaflet was removed resulting in no residual leakage. The patient was transferred to the intensive care unit.